Event description:
MFR received a report from a hospital that pt was startled as pt was reclined in the chair and grabbed the side of the chair, getting finger caught between the seat frame and the stop bumper. As a result, pt's finger was severed.